Manufacturer narrative:
Additional information was received that the patient was experiencing burning sensation at the ipg site. The patient underwent an ipg replacement. The patient was reportedly doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient's ipg overheat when charging. The patient will undergo pocket revision.

Event description:
A report was received that the patient's ipg overheat when charging. The patient will undergo pocket revision.

Manufacturer narrative:
.

Event description:
A report was received that the patient's ipg overheat when charging. The patient will undergo pocket revision.

Manufacturer narrative:
Additional information was received that the ipg was not charging fully. The ipg was replaced per physician's preference.